Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that patients weight at the time of the event was unknown. The infusion pump that was noted in the event serial number was provided. It was unknown what the serial number of the programmer used was as well as the software card version. No further information has been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (3000 mcg/ml at 502 mcg/day) via an implantable infusion pump. It was reported that a pump replacement surgery for normal battery depletion was performed and the catheter was not aspirated. The caller stated that a back table prime was performed because new drug would be put into the infusion system (baclofen 2000 mcg/ml at 502 mcg/day). It was reported that they forgot to perform a modified bridge bolus and let the patient leave. Two (2) hours had gone by until they were back with the patient and needed assistance with performing the modified bridge bolus. Technical services reviewed the following information with the caller: catheter volume .189 ml, flow rate .0105 ml/hr, volume delivered since update .021 ml, volume remaining .168 ml, amount 504 mcg, and duration 24 hours and 5 minutes. The caller was walked through programming the modified bridge bolus. It was reported that the pump would be updated with the new modified bridge bolus. No symptoms were reported. No further complications have been reported as a result of this event.